Event description:
It was reported that the ventilator failed pressure transducer test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test and flow transducer test during pre-use check. The ventilator was investigated by our field service engineer on-site and the nozzle unit was determined defective and replaced which solved the issue. The issue was confirmed in the provided log files. No service report has been provided and no replaced parts have been returned for technical investigation. The root cause to the reported failure has not been established in this investigation.